Manufacturer narrative:
Concomitant medical products: dtba1q1 ICD; 459888 lead, implant (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received inappropriate therapies for detection of supra ventricular tachycardia (svt) by the cardiac resynchronization therapy defibrillator (crt-d). It was also noted that the right atrial (ra) lead had far field r-wave (ffrw). The device and lead remain in use. No further patient complications have been reported as a result of this event.